Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2019 an email was received from a johnson and johnson sales representative who reported an eye care provider (ecp) has a patient who was diagnosed with a corneal ulcer while wearing the acuvue oasys with transitions brand contact lenses. The representative reported the pt slept in the lenses. No additional medical information was provided. Multiple attempts made to the ecp¿s office for additional medical and product information but nothing additional has been received. It is unknown which was the affected eye. The date of the event is unknown. The lot number is unknown. It is unknown if the suspect lens is available for return for evaluation. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified with the pts treating ecp. If any further relevant information is received, a supplemental report will be filed.